Manufacturer narrative:
(B)(4). Incomplete or interrupted cycle the analysis found that one device was returned in good visual condition, with a cartridge reload loaded on the device, and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. Please noted if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset it. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. After review of the photographs provided, it is believed that the complication experienced was due to the combined thickness of both the tissue and buttressing material was beyond the acceptable specification range of a green staple cartridge.

Event description:
It was reported that during a sleeve bypass procedure, the doctor reports he was not satisfied with first firing which was green. He noted that the staple line was not as clean and uniform as usual. He reports that he did nothing different, out of ordinary. No noises or difficulty closing the device. The second and third firings per surgeon were worse than the first. The staples were deformed and were embedded at odd angles in the tissue, not consistent with what he normally sees. On the third or fourth firing (the doctor cannot say for certain) the device malfunctioned. The device stapled but would not open. The cartridge was blue and on gastric tissue. Attempted to use auto reverse, but that did not work. They used manual override. They over sewed the staple line. There were no patient consequences. Case completed with another device of the same product code.